Event description:
On (B)(6) 2012, the patient contacted animas to report the pump would not power on. The patient replaced the pump battery to no avail. On the morning of (B)(6) 2012, the patient's blood glucose reading was 400 mg/dl, and she experienced the symptom of 'feeling sick'. The patient tested negative for ketones. The patient administered self-treatment by taking a bolus dose of insulin via a syringe injection, and her subsequent blood glucose reading was 209 mg/dl and her symptoms resolved. Troubleshooting revealed there was no damage to the battery cap or battery compartment, the battery cap was tight and secure and the patient had replaced the battery. The issue was not resolved. The patient suffered blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up. There were several power resets observed in the black box history. There were no alarms noted related to the complaint in the pump alarm history. The battery compartment was found to be cracked and moisture was found inside. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was not returned with the pump for investigation. A test cap was used for investigation. The pump powers on with no alarms noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no power issues or alarms that occurred during testing.